Manufacturer narrative:
The device was not returned to zoll medical corporation. A photograph of the error code from the log was provided. The investigation is closed as observed in customer returned data and this claim will be reopen if the device is returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed for high impedance using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.